Manufacturer narrative:
(B)(4). Covidien field clinical specialist was contacted and reviewed the event with the customer including the ventilator settings and alarm logs. It was determined that the ventilator mandatory breath type setting was incorrectly set. There is nothing wrong with the ventilator. Service engineer evaluated the device. The ventilator passed all the required testing. The alleged condition was not duplicated.

Event description:
It was reported that the 840 ventilator did not alarm high peak pressure alarm during patient use. The patient was removed from the ventilator with no harm.